Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, scratched keypad overlay, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. He stated that insulin squirted out of the tubing during prime. Blood glucose value was 110 mg/dl. Customer was disconnected during prime. The customer was advised change the reservoir and infusion set and hold down the act button. He stated that the motor did not slow down and the numbers on screen did not ramp up. The device was replaced and returned for analysis.